Manufacturer narrative:
Retainer ring = black the customer was hospitalized for alleged high bg's on (B)(6) 2021. The customer alleged possible under delivery anomaly and no delivery alarm. The customer alleged smells of insulin from the actual reservoir compartment. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0874 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 the pump s properly with water exiting the infusion set. No prime/fill anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. No insulin odor noted in the reservoir compartment. During visual inspection, no moisture damage noted on the electronic assembly, motor or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. There was no "no delivery alarm" noted in the downloaded pump history file. Please see below for the bolus wizard delivery listed in the formatted history file. There was multiple micro boluses listed on the event date. (B)(6) 2021 17:24:56.000 normalbolusdelivered (220) bolus programming method: boluswizard (1) normal bolus amount programmed: 8000 (0.8 u) bolus amount delivered: 8000 (0.8 u) there was no auto suspend or user suspend noted the formatted history file on the event date. The pump passed the functional testing. Unable to confirm alleged high bg's. The customer alleged possible under delivery anomaly was not confirmed. The customer alleged no delivery alarm/insulin flow block alarm was not confirmed. Moisture damage was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 410 mg/dl at the time of incident. The customer¿s current blood glucose value was 142 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with inpen. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did allege under delivery on insulin pump and insulin flow blocked. The insulin pump will be returned for analysis.